Event description:
Healthcare worker experienced a possible allergic reaction consisting of an itch under the chin after preparing cidex ad. Further examination revealed healthcare worker had raised rash on the chest, face, neck, arms and around their waist. A dermatologist prescribed a cortisone ointment and the symptoms resolved. It is unknown at this time if the reaction has reoccurred when healthcare worker used the product again.